Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, mentor memorygel breast implant 300cc, silicone breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient on (B)(6) 2020. This report belong to one of the two devices received.

Manufacturer narrative:
Updated device evaluation completed on july 14, 2020: during visual inspection of the device no apparent damage could be observed. As part of our quality process, the manufacturing records of this 6445136 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the right device with lot#6445136 is not blind device and has been reported in manufacturer report number 1645337-2019-25591 as received right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Correction:on (B)(6) 2020, mentor became aware that the lot lot#6445136 received as a blind device. Manufacturer¿s reference number: (B)(4).